Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
Customer reported that an incorrect all day sling size was used and this sling was not part of the residents' care plan. Transfer was performed from chair to bed. The caregiver did not use head stiffeners which support patient head. During the transfer the caregiver pulled up head part of sling to support resident's head. When the lift was raised the resident slipped out of the sling and onto the floor. Resident was taken to the hospital where he was treated and released back to the facility. Resident received several stitches on the back of the head.

Manufacturer narrative:
The arjo representative was notified about an event involving maxi move lift and all day sling. It was reported that a patient was transferred from a chair to a bed and a caregiver did not use head stiffeners that support the patient's head. During the transfer, the caregiver pulled up the head part of a sling to support the patient¿s head. After raising the lift, the patient slipped out of the sling to the floor. The patient was taken to the hospital where he was treated. The patient received several stitches on the back of the head. The same day, the patient was released back to the facility. The facility has cards on the wall at the head of each bed for residents who need to be transfer with a sling. For this resident, the card contained information that a large sling should be used. Patient¿s assessment was identified by both the director of care and the head of customer lift and transfers committee. However, the customer stated that the caregiver¿s assessment in regards to selection of a sling was incorrect for this patient. The sling used during the event had incorrect size. The sling for this patient should have been in a larger size (the sling used during the event was m size). The sling was not part of the patient's care plan. The customer stated that the resident should not have been transferred with all day sling. The device was evaluated by an arjo technician. The sling and lift inspection did not reveal any malfunction. The passive sling clip instruction for use (04.sc.00-int1) instructs to : ¿check that the stiffeners are completely inside the stiffener pockets if any.¿ ¿at any time, if the resident becomes agitated, stop transferring/transporting and safely lower the patient.¿ in the IFU, section ¿cleaning instructions¿ informs: ¿place the stiffeners back into the stiffener pockets, if any, before use¿ ¿warning: to avoid the patient from falling, make sure to select the correct sling size according to IFU¿ based on the information provided, the customer admitted that the event occurred due to improper use of the sling by the caregiver. To sum up, the arjo floor lift and clip sling were used as a system for a patient transfer when the resident fell out of a device. The head stiffeners were missing and from that perspective, the system did not meet its performance specification. We decided to report this complaint to the competent authorities due to patient fall and serious injury occurrence.